Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was not impacted by the malfunction. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. In addition, the customer's blood glucose level dropped to 68 (mg/dl) due to the customer waiting too long to eat after entering a meal bolus. The customer consumed food to address bg level.